Event description:
(B)(4). After experiencing a lot of pain in my right side, I made an appointment with my primary care physician who confirmed I am six weeks pregnant. The coil in my right fallopian tube shifted which resulted in pregnancy. I am now subjected to being in a very high risk pregnancy.